Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigation confirmed the customer reported complaint. The instrument was found the conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation has shifted with no pieces missing. The conductor wire is exposed approximately 0.190", but no wires are physically damaged. The instrument failed the electrical continuity test.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument wire was sticking out. There was no patient involvement.